Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that the balloon protector was unable to be removed. The target lesion was located in the anterior tibial artery. A 3.50mm/1.5cm/140cm small peripheral cutting balloon¿ monorail was selected to treat the target lesion. During preparation, the physician released the air from the device prior to the removal of the balloon protector. However, it was noted that blue balloon protector could not be removed and the monorail port got stretched. Procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a midshaft of the catheter was broken.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. The balloon protector cap was returned over the balloon. The proximal part of the balloon was exposed which is indicative of the balloon protector being pulled distally. A visual examination was performed. The midshaft was broken at the guidewire exit port and it was noted that the midshaft was stretched at either side of the break. This is evidence of excessive tensile force being applied to the device. It was not possible to apply a vacuum to the balloon to remove all air as the midshaft was broken and during device evaluation, the balloon protector was removed from the balloon with no force required. Upon removal of the protector cap, there was no damage noted to the tip, balloon, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).